Manufacturer narrative:
B3: date of event is estimated. The inogen team attempted to contact the patient for further information three times with no response. The unit was returned with reported system hot, which was not confirmed upon inspection product manifold leak and muffler was blocked with dust, it causes low flow. Internal 02 reading measured 70%, while the external 02 reading measured 67%. High psa indicates columns are contaminated with moisture, leak pim and blocked muffler, all are contributed to the low oxygen level. Housing & uip was dirty & scratched due to probable rough cleaning.

Event description:
It was reported that the patient's device was overheating and shutting off. Troubleshooting showed no column issues. It was noted that the patient's oxygen level had decreased to 88%. A replacement device was sent to the patient. No additional information is available at this time as multiple attempts to contact the patient were unsuccessful.